Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
Patient had pain and a screw was to be removed as it was touching a nerve. With the screw needing to be removed the surgeon wished to implant a new glenosphere, tray and poly at the same time. There was no malfunction or issue with the implants/products used in the primary surgery. It was just that one screw was too long and needed to be removed and so the other implants were exchanged.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
Patient had pain and a screw was to be removed as it was touching a nerve. With the screw needing to be removed the surgeon wished to implant a new glenosphere, tray and poly at the same time. There was no malfunction or issue with the implants/products used in the primary surgery. It was just that one screw was too long and needed to be removed and so the other implants were exchanged